Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the pediatric patient experienced a skin reaction that consisted of redness and itching sensations at the sensor patch adhesive. Prior to sensor insertion barrier products (help 4 skin and silesse) were applied. The patient¿s parent consulted a healthcare personnel (hcp) and the patient was treated with a prescription oral antihistamine (clatra) and topical ointment (elocom). The patient¿s condition improved and at the time of the report only redness remained in the area. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.